Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump batteries do not last more than one day. The customer's blood glucose reading was 500 mg/dl at the time of incident. Troubleshooting found that the customer has concerns about the buttons not being responsive. Customer was advised to do a complete set change and to follow up with their doctor. Customer declined further high blood glucose troubleshooting.